Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported ins hasn't helped provide pain relief. Patient states that she noticed this issue probably 8-9 months after implant, in 2016. Pt reports that she had to wait in bed for 8h one day for someone to turn the ins off because she was, "flopping like a fish," (pss did not further clarify statement w/ the pt). Pt states that in 2018, she was involved in a hit and run accident that caused a lot of pain in her shoulders, arms, legs, and back. Pt states in the last 6 months, the implant battery has shifted, and is moving closer to her spine. Reviewed ps role, and redirected to the hcp. Pt states that she doesn't know if her implanting hcp is still in practice ((B)(6)), and requested physician listings over the phone.